Manufacturer narrative:
While preparing for a case, after turning the robot on, it would not progress past the excelsius gps splash screen. Even after restarting, power cycling, and unplugging for multiple minutes, it would still not able to move past the screen. The observed risk level is within the anticipated risk level. Therefore, the overall risk of the system has been maintained an no further investigation is required.

Event description:
It was reported that while using the excelsius gps system, the case was aborted and screws were then placed by hand.